Manufacturer narrative:
The tip cover accessory has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the instrument accessory to fall into the patient.

Event description:
It was reported during da vinci-assisted radial prostatectomy procedure the tip cover accessory was found missing from the instrument. The tip cover fell inside the patient body cavity and the surgeon retrieved the accessory during the same procedure. Then the surgeon attached a new tip cover and completed the procedure without further issue. Intuitive followed-up with the distributor and confirmed that the tip cover accessory was retrieved from the assisted port with a da vinci instrument. There was no intra-op complications that occurred and no reported patient injury nor harm reported.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the tip cover accessory associated with this complaint and completed its investigation. Failure analysis (fa) was unable to confirm the reported issue. Visual inspection found no damage, no tears and no thermal damage on the accessory. The tip cover was installed on an in-house monopolar curved scissors instrument and driven on test system without issue.